Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller states they are doing ins replacement. Caller states she spoke with pt prior to or and discussed consent for possible lead revision. The caller states a month ago impedances were fine, 5 min before the procedure there were contacts >10k ohms. Caller states they are in or and have leads hooked up to wens and they saw 3 contacts that were oor and the second time they showed 6 contacts. Caller said 'every time (they) do an impedance check different electrodes are showing high'. Caller asked if there could be an issue with the tablet reading impedances--tss reviewed that is not something we are aware of. Tss asked about thresholds for ohms and caller then had a clarifying moment as her readings varied before the procedure and after from 10k ohms threshold to 40k ohm threshold. Tss reviewed that regardless, the caller did note seeing questionable lead impedances prior to opening the patient and that should be kept in mind. After this discussion it appeared the rep had the information she needed to proceed.

Event description:
Additional information was received from the rep on april 25th. Their ins was explanted and replaced. Impedances were high and then became normal/within normal range. The patient is doing well and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.